Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Lap chole - "dr. (B)(6) was performing a lap chole. The cff33 was placed sub xyphoid. While passing a 5mm dissector through the trocar a piece of the seal fell off into the patient." Add info received via email from sales rep may 10, 2017 - "the piece was retrieved from the patient and last I checked the patient is recovering normally." Type of intervention - na. Patient status - no patient injury or illness occurred that was associated with the complaint event. "The piece was retrieved from the patient and last I checked the patient is recovering normally. "

Manufacturer narrative:
The event product was returned to applied medical for evaluation. Upon visual inspection, engineering observed that an internal rubber component of the seal had two small tears but no fragmentation, differing from the complainant's description of the event. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. Based on the event description of seal fragmentation during initial intake of the complaint, the event was deemed reportable. After evaluation by engineering, the event is deemed non-reportable as it is unlikely to cause or contribute to death or serious injury.